Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, patient experienced intraocular irritation. He also stated that the patient had shown persistent anterior chamber irritation after surgery, treatment for this prolonged healing process led to eye pressure decompensation with massively increased pressure values. In this case, treatment of the irritation had not yet been sufficient, as the irritation did not subside with nsaids (non-steroidal anti-inflammatory drugs) and steroid medicine cannot be administered (pressure rises again). But, such an accumulation of pressure decompensation was unusual. There might be a combination of steroid response and uveitis component. The physician was not sure about the cause lies in the lens material. However, not found any parallels other than the lens manufacturer. Additional information received that, in the surgeons opinion lens material might have contributed to the event. Symptoms was continuing. Additional information received that prolonged anterior chamber irritation exists in the sense of anterior uveitis. There are two medical device reports associated with this file. This report is associated with the right eye.

Manufacturer narrative:
Additional information was provided in h.11. The sterilization reports were reviewed and there were no issues with the sterilization process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).